Manufacturer narrative:
(B)(4). Batch #: x94d4w. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis of an image submitted to ethicon endo-surgery for evaluation. Image: the image provided by the customer shows a harh device inside the sterile package. No damage could be observed throughout the photo. No conclusion could be reached as to how this issue occurred through photo analysis. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the white tissue pad completely fell off. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 9/27/2022 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad detached and not returned, but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. In addition, the black coating of the blade was damaged. The device was connected to a test handpiece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Occasionally, damage to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activation without tissue present in the distal section of the jaws and the jaws closed. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in the removal of the pad during use. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.